Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a technical analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the technician was opening the box for the blazer dx-20, and noticed a tear in the plastic packaging protecting the sterile catheter. This catheter was not used, and new one was pulled out to use. The packaging was fine on the second catheter, and it was used to complete the procedure. No patient complications were reported.